Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead was dislodged into the atrium. The lead was inappropriately sensed and captured the atrium. No intervention was performed but a possible lead revision was discussed. The patient was stable.